Manufacturer narrative:
Follow-up #1; date of submission: 11/28/2016. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 11/02/2016 with the following findings. On investigation, the display was missing vertical segments. Investigation confirmed the complaint. Unrelated to the original complaint, moisture was observed in the battery compartment, the battery compartment was cracked from threads to case seal left of grip pad, and below grip pad to case seal. Leak testing failed due to a battery compartment leak. There was no moisture found inside the pump.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a display (line through display) issue. There was no indication that the product caused or contributed to an adverse event. This is reportable because the issue may impact the user's ability to read some or all of the information on the screen which may result in over or under delivery.